Manufacturer narrative:
The customer reported intermittent power issues with the ac power module. The unit was evaluated at philips and the reported failure could not be verified. At the discretion of the repair tech multiple parts, including the ac power module, were replaced. We will consider this failure a malfunction, although we cannot determine the cause, as the failure could not be recreated.

Event description:
The customer reported intermittent power issues with the ac power module.